Event description:
It was reported that approximately 1 month post implant of a bifurcated device, two suprarenal aortic extensions and two limb extensions, the patient was seen for a routine follow up. A CT scan revealed an endoleak in the left common iliac. The physician elected to bring the patient in on (B)(6) 2014 and implanted a limb extension to resolve the endoleak. The patient is reportedly doing well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.